Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-06937, 2017865-2020-06944. It was reported that the patient presented with a pocket infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber pacemaker system. The pacemaker, right ventricular and right atrial leads were removed. The physician attempted to place the right ventricular lead back in the body but the helix was unable to extend or retract. The lead was explanted and replaced. The patient was in stable condition.